Event description:
It was reported that the patient was experiencing inadequate pain relief and leads had migrated. It was noted that patient experienced overstimulation and numbness. The patient underwent a spinal cord stimulator lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI:(B)(4).